Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 300 (mg/dl). Reportedly, customer believes that they forgot to administer a bolus which caused the elevated bg level. Customer delivered a bolus to treat bg level and recommendation was made to consult with health care provider to discuss diabetes management.